Event description:
Device spontaneously powered off during a procedure. User was unable to power monitor back on. No pt impact.

Manufacturer narrative:
Date of this report - 3/17/1998 all sections of this supplemental report were completed by the MFR. Customer initially reported dinamap plus monitor began resetting and refreshing first screen 1/2 hour into oral surgical procedure. Subsequent customer feedback indicates monitor powered down completely with no alarms and did not reset. Component and mfg process improvements to be implemented by MFR of isolated power supply. Customer's monitor will have failed component replaced with improved version. No specific corrective action is planned for spontaneous power down as no product issues were identified. No significant trends currently exist for spontaneous power down on this product. However, each occurrence will be thoroughly evaluated and appropriate corrective action implemented. Power converter MFR has changed vendors for torroid core to one with thicker epoxy coating. Insulation material on coil wire has also been changed to nylon cloth which is more resistant to damage. All torroid assemblies are hi-pot tested to verify insulation integrity prior to assembly into converters. These changes have been incorporated into improved version implemented in new production builds of dinamap plus monitors as of 11/1996. One of these improved components was installed in customer's monitor before being returned.